Event description:
It was reported that the device was difficult to remove. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. During the procedure, it was found that the pre-dilation balloon catheter was difficult to withdraw after the non-boston scientific guidewire penetrated it. The physician immediately replaced it with a new ptca balloon dilation catheter. No patient complications were reported.